Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. All the programs were wiped off after patient had unrelated procedure on (B)(6) 2020. It is unknown if ipg was placed in surgery mode. Troubleshooting was able to resolve the issue, restoring the therapy.